Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation and the patient controller displayed a message indicating the ipg was inoperable. A representative confirmed the ipg was inoperable as the same message was displayed on the clinician programmer. Surgery may take place to resolve the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight but was not released due to hospital policy.

Event description:
Additional information found the patients ipg was explanted and replaced to resolve the issue.